Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into the patient's right eye, however, was removed during the same procedure as there were 4 scratches on the lens. The incision was enlarged and another lens of same model and same diopter was used as the replacement iol. The patient was doing fine post operation. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received covered in viscoelastic residue, and cut in half consistent with a lens that was handled during explant. Lens damage, that appears unrelated to handling during explant, was observed after cleaning the lens. No other defects were observed. No defects or assembly issues with the handpiece were observed before and after disassembly. Conclusion: the reported complaint issue was not confirmed. Any additional issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.